Event description:
On (B)(6) 2018, osteomed was notified of an incident concerning an abscess that occurred in a patient with osteomed implants. Per the sales representative, the patient received multiple implants as part of a lefort I osteotomy procedure performed on (B)(6) 2018. Almost one (1) month following the procedure, the patient experienced right cheek swelling. On (B)(6) 2018, the area of the surgery was opened to locate the abscess. The area was allowed to drain. Following drainage, the area was irrigated. A culture was taken and sent for testing. The results did not identify any organisms.

Manufacturer narrative:
The root cause of the abscess could not be determined. The device was not explanted. Per the operative report provided, the abscess was on the inside of the right cheek. The surgery to drain the abscess occurred on (B)(6) 2018, which is nearly a month after the implant surgery on (B)(6) 2018. The report states the abscess cavity is close to the skin surface and that the culture taken was "suggestive of usual skin flora" with "no clinically significant organisms present". As of the mid-may, the patient has fully healed (from the abscess). The review of the device history record did not identify any non-conformances associated with product release. The review of capas and ncrs did not identify any internal investigations for this device. The review of complaints shows did not identify any similar complaints for this device. The risk of patient harm with a major infection is covered in the fmea, with an overall score of 9, which correlates to alap (as low as possible). The osteovation instructions for use warns the user of contraindications including use in an infected site, or near an infection, or use in a patient with recent untreated infections. It warns to use osteovation under sterile operating room conditions. Finally, it states that osteovation is provided sterile. This issue will be monitored through routine trending.